Event description:
It was reported that the customer was hospitalized for high ketones. The blood glucose reading was 647mg/dl. The mother stated that the potassium, sodium, and chloride were very high. Troubleshooting was performed. The customer's mother stated that the cannula was bent once, and the customer was not getting any insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.